Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The balloon was unable to be deflate for removal. Once it was removed another catheter was inserted. It was reported that this caused some damage to the urethra. The patient is doing fine and is scheduled to remove the other catheter in two weeks per recommendation of the urologist. Additional follow up information was reported as: currently the patient is being treated by a urologist. The second placed catheter has been removed. Waiting for laboratory results and possible cystoscopy.

Event description:
The balloon was unable to be deflate for removal. Once it was removed another catheter was inserted. It was reported that this caused some damage to the urethra. The patient is doing fine and is scheduled to remove the other catheter in two weeks per recommendation of the urologist. Additional follow up information was reported as: currently the patient is being treated by a urologist. The second placed catheter has been removed. Waiting for laboratory results and possible cyctoscopy.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. Non-deflation could be occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.